Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The mother reported the customer experienced high blood glucose. The mother reported the customer's blood glucose rose to 520 mg/dl. The customer was treated with a manual injection. Customer's blood glucose was lowered to 85 mg/dl. The customer's blood glucose was stabilized at 167 mg/dl or 187 mg/dl at the time of the call. The mother also reported a sensor error alert with the sensor. The mother also stated the insulin pump would not connect to the sensor. The mother also noted blood at site when the sensor was inserted the night prior. It was reported the site was not actively bleeding at the time of the call. The sensor will not be returned for analysis.